Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with episodes of non-sustained right ventricular oversensing observed on the implantable cardioverter defibrillator. It was determined that the episodes were caused by myopotential oversensing. Additional testing and programming changes were recommended. No patient symptoms were reported.